Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed with a hall sensor movement error every day for the past two weeks. The patient's blood glucose at the time of incident was 7.0 mmol/l. The patient has to rewind the device every time the alarm occurs. Troubleshooting did not occur since the caller was driving at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No sensor movement alarm noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. The insulin pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.